Event description:
(B)(4) portico valve-in-valve retrospective registry, patient ID: (B)(6). It was reported that on (B)(6) 2021, a 23mm portico valve was successfully implanted using a small flexnav delivery system. During procedure, the delivery system access was on the right side. Post procedure, the patient developed a new cough, and oxygen saturation decreased to 91%. A chest x-ray was performed, which was shown to be consistent with fluid overload. Medication of 40mg IV furosemide was administered, followed by daily dose of furosemide. The event resolved the following day without sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Related MFR report ref number : 2135147-2022-00145-00na.

Manufacturer narrative:
An event of pulmonary edema post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - clinical code 4446 code removed and 2020 added.

Event description:
Crd_1025 portico valve-in-valve retrospective registry, patient ID: (B)(6). It was reported that on (B)(6) 2021, a 23mm portico valve was successfully implanted using a small flexnav delivery system. During procedure, the delivery system access was on the right side. Post procedure, the patient developed a new cough, and oxygen saturation decreased to 91%. A chest x-ray was performed, which was shown to be consistent with fluid overload. Medication of 40mg IV furosemide was administered, followed by daily dose of furosemide. The event resolved the following day without sequelae. On (B)(6) 2021, the patient began bleeding from the right groin. Manual pressure was applied for 10-15 minutes before the bleeding stopped. No further bleeding was noted after that. No additional information was provided.